Event description:
A six french nasogastric (ng) tube was inserted through patient's nosrtil. When the nurse was checking placement by auscultation, she noted that air was leaking through tube. The ng was taken out and a tear was noted in the ng tube.